Event description:
During a CT abdomen/pelvis with a max of 3mls per second on a female patient, IV site was left hand, 10mls of contrast (optiray 300) was extravasated. Contrast was massaged out and a cold compress was applied to site. Patient was observed for 20 minutes. No error codes given by injector.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.